Manufacturer narrative:
The insulin pump had intermittent button response noted on the act button due to moisture damage on keypad trace. The device passed displacement test, rewind, basic occlusion test, excessive no delivery test and occlusion test. The device was unable to prime during prime testing due to faulty force sensor resistor. The device had had minor scratched lcd window, cracked case at display window corners, scratched reservoir tube

Event description:
It was reported that the act button on the insulin pump was not working. Customer stated that they have to press it multiple times to get a response. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.